Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a tavr procedure, a 29mm sapien 3 valve was deployed in the aortic position by femoral surgical access. During the procedure, difficulties were encountered during valve alignment and it was not possible to place the balloon in the valve. The balloon was placed on a very curved portion, but it ¿fell on¿ the stent. The delivery system with the crimped valve was removed easily through the surgical femoral access. Another 29mm sapien 3 valve was used. The valve alignment was done in a straighter section and the valve was well aligned. The procedure went well. The patient outcome was good. No further information is available from the hospital. The sapien 3 valve, commander delivery system and 16fr esheath were returned to edwards lifesciences for evaluation. During the pre-decontamination evaluation, it was observed, that the distal tip of the esheath was split.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The initial 16fr esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the sheath was fully unexpanded. Sheath soft tip damage and the split tip were observed. The liner was partially delaminated and there was slight fold on the strain relief approximately 0.25 inches from the comnut. No applicable photographs, video or case imagery was provided. Due to the nature of the complaint, functional testing was not performed. Due to the nature of the complaint, dimensional inspection was not performed. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no similar other complaints. Complaint history review from december 2019 to november 2020 for the esheath (all models and sizes) revealed other similar complaints based on the associated root cause/evaluation codes. No edwards defects were identified during the evaluations. Available information suggests patient and procedural factors may have contributed to the reported events. Per instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections under 3x magnification. The final esheath assemblies undergo multiple 100% visual inspections by both manufacturing and quality. Post sterilization, product verification testing is performed on a sampling plan. The inspections and tests support that it is unlikely a manufacturing nonconformance contributed to the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the condition of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, ¿during procedure, it was not possible to place the balloon in the valve. The balloon was placed on a very curved portion, but it fell on the stent. The delivery system with the crimped valve was removed easily through the surgical femoral access.¿ although patient vessel characteristics were not provided, it is possible that the patient¿s vessels were tortuous as noted by the ¿curved portion¿ where valve alignment was attempted. The presence of tortuosity may have caused the non-coaxial withdrawal of the delivery system of the valve into the sheath that could damage the sheath tip and potentially cause the observed splitting in the distal end of the sheath. It is possible that excessive manipulation was used to withdraw the delivery system into the sheath as indicated by the sheath damages. Although a definite root cause could not be determined, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.